Manufacturer narrative:
Findings: unit unable to prime during the prime test and alarm during the basic occlusion test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.